Event description:
Indication: age-related osteoporosis, without current pathological fracture. Spontaneous inbound call from patient, who reported that she would like additional pen needles due to some pen needle failure (details and date of event not provided]. Unknown if any adverse event or missed dose occurred. Unknown if patient still has defective needles on hand for return. Unknown if doctor is aware. No further information reported. Reported to (B)(6) by pt/caregiver.